Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. There was no damage on the case.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that she was priming when she received the alarm and the insulin squirted out. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.